Event description:
It was reported that three bd¿ syringes experienced air leakage between the plunger and syringe.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is 1712142. Leakage test of return sample: sbdm conducted leakage test and results are: when pulled straight, the syringe show no leakage. When pulled obliquely, the syringe show no leakage. Returned sample needle leak test: sbdm conducted needle leakage test and results are: when pulled straight, the needles show no leakage. When pulled obliquely, the needles show no leakage. Dimension measurement: for the 1 returned sample, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.069. Stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.037. House sample inspection: sbdm inspected 15 pcs of house samples from lot 1712142, no leakage was observed. Device history record review: sbdm reviewed the manufacturing record for lot 1712142, no abnormality was observed. Customer complaint record: sbdm reviewed internal customer complaint record, there were similar issues with same products from other customers. Corrective actions: 1. Sbdm conducted quality training on the customer complaint for stopper inspection workers and quality control worker. 2. Sbdm will strengthen inspection for 20ml stopper and we are monitoring the leakage of the 20ml syringe for every lot no. By enhanced inspection method (similar with customer¿s using condition). 3. Sbdm will have a program to maintain the index of syringe assembly machine. 4. Sbdm are implementing 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case effective. The actions are due 08 feb 2019. Conclusion: 1 sample was returned to sbdm. From investigation of the returned sample, sbdm could not find any leakage. Sbdm verified the returned sample inner diameter of barrel and outer diameter of stopper is within specification. The likely cause might be that the stopper was not assembled properly in the syringe assembly process due to temporary malfunction of the syringe assembly machine, and it cause the experience customer is facing. Sbdm has in house CAPA-19-006 in place to monitor defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that three bd¿ syringes experienced air leakage between the plunger and syringe.